Event description:
It was reported that during a coronary stent procedure, the stent dislodged. The physician experienced crossing difficulties while attempting to direct stent and rca lesion. The stent dislodged and the physician was unable to retrieve. The stent remains in the patients ankle.